Event description:
During a clinic follow-up, episodes of automatic mode switch (ams) due to noise were observed on the right atrial (ra) lead. Provocative testing was performed and revealed the ams episodes and noise were due to myopotential oversensing. No intervention has been performed at this time. The patient was stable and will continue to be monitored.